Event description:
Journal article received: the new proximal femoral nail antirotation (pfna) in daily practice: results of a multicentre clinical study, injury, 2008: 39: 932-939. Authors: r. K. J. Simmermacher, j. Ljungqvist, h. Bail, t. Hockertz, a. J. H. Vochteloo, u. Ochs, chr.v.d. Werken. Study was comprised of 313 patients with 315 unstable trochanteric fractures all treated with pfna. The mean age was 80.6 years, 77 percent were female; 299 patients had a single isolated fracture, 53 percent were on the left and all were of traumatic origin; 82 percent were 31.a.2 fractures and 18 percent were 31.a.3 fractures, all were closed. Ninety-eight percent of the fractures were united, the majority (92 percent) were within 6 months. There was a total of 165 adverse events; 117 were not implant related. Forty-six events were operation or implant related resulting in 28 unplanned reoperations. The study reported 53 deaths, 39 of these within 6 months. Deaths were reportedly not implant related. No cause of death was provided. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Deaths reportedly not implant related. This report is for 53 unknown pfna nails. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.